Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitor issued an alert for high out of range shock impedance measurements of greater than 125 ohms. Boston scientific technical services (ts) was consulted and discussed that the impedance measurement has been around 125 ohms for quite some time. Ts discussed further programming options with the medical personnel. The implantable cardioverter defibrillator (ICD) and shocking lead remain in service and no adverse patient effects were reported.